Event description:
A customer contacted beckman coulter inc. (Bci) customer technical support (cts) to report fluid leak from the reagent probe. No injury was reported or occurred due to this event.

Manufacturer narrative:
Cts assisted the customer in troubleshooting and found that the reagent syringe was loose and fluid had puddled on the reagent tray. Cts directed the customer to reseat the syringe barrel and clean liquid. Cts directed customer to check the mixer paddles and the customer discovered the reagent paddle was missing; customer did not have a spare. A bci field service engineer (fse) found reagent probe leaking and cuvette not dry before reagent inject. Fse updated chemistry software for customer and ran controls. Repairs verified per established procedures.